Event description:
It was reported that the patient experienced hyperglycemia after an infusion site fell off overnight and a partial supply change was performed without confirming drops before attachment; subsequent troubleshooting confirmed a dry, intact abdomen site with correct tubing and visible drops after filling, and the patient was guided through a site-only change. Symptoms included hyperglycemia with blood glucose as high as 369 mg/dl, polydipsia, and concern for elevated ketones. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem; no specific device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.